Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported the catheter was placed into the patient on (B)(6) 2015 in the radiology department. The line was considered to be the cause of a central line associated bloodstream infection and was removed on (B)(6) 2015. They do not know if this caused a delay in treatment.